Event description:
The patient was undergoing an embolization procedure in the internal carotid artery (ica) using the penumbra system coil 400. During the procedure, three coils were deployed in the aneurysm. The physician placed a coil in the cavernous and detached the fourth coil successfully. While retrieving the delivery pusher, the physician could not pull it out of a detachment handle. The operation was concluded with another detachment handle. Physician's comment: I might have pushed the delivery pusher into the detachment handle too hard.

Manufacturer narrative:
Result: approximately 5.0 cm of the proximal end of the pusher assembly is lodged inside the detachment handle. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the pusher assembly could not be removed from the detachment handle after successful deployment of a coil. Evaluation of the returned device confirmed that the pusher assembly was lodge inside the detachment handle. It appears that the proximal end of the pusher was wedged in the actuator mechanism inside the handle. In addition, it appears that the pusher assembly was forced past the distal funnel of the detachment handle. The detachment handle distal funnel is designed to stop the proximal end of the pusher assembly from being inserted past the pet-lock on the proximal end of the pusher assembly. After the pusher assembly was removed from detachment handle during evaluation, the handle was tested and operated according to specification. The pusher assembly was removed from the detachment handle. The detachment handle was tested using the production test fixture which measures the throw distance and pull force. The detachment handle actuated correctly and passed for both throw distance and pull force. This device issue was caused by user error. As stated in the complaint, the detachment handle was used to deploy three coils prior to the issue indicating the issue occurred during the procedure and was not caused by a manufacturing defect. The detachment handles are 100% functionally tested during device production. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.